Manufacturer narrative:
This follow up report is being drafted to include the device history record(DHR) review and the following sections, g2, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Upon conclusion of the investigation, it is confirmed that the connection of the cable was loose. As a result, the connection of the electric contact becomes unstable which causes the intermittent video loss. The probable cause of the loose connection of the cable is due to the connector becoming worn out. Furthermore, repeated prolong use of the video out path contributed to the cause since the unit was delivered more than nine years ago. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus contacted the customer to obtain additional information. It was confirmed that the device will not be returned to the manufacturer for evaluation. They will replace the s-cable to fix the reported issue. If additional information is obtained, a supplemental report will be filed.

Event description:
A user facility reported an intermittent video loss on a video system center. The problem was first noticed at the beginning of a fiberoptic endoscopic evaluation of swallow (fees). There was a delay of approximately 3 minutes and the patient was not under anesthesia. There were no patient injuries or medical intervention associated with the event. The intended procedure was completed with the same device. No additional information has been obtained.